Event description:
The pt reported that he activated a pod and gave himself a 2u bolus at 11:13am. At 1:05pm, his blood glucose result was 15.9 mmol/l (286 mg/dl), and he called 911. The emergency medical services (ems) arrived and checked his blood glucose. The result was 17.4 mmol/l (313 mg/dl). At 3:00pm, he was brought to the emergency room at (B)(6) hospital with a result of 19.6 mmol/l (353 mg/dl). At 4:12pm, he was given an intravenous drip and the pod was removed. At 8:30pm, he was back at home.

Manufacturer narrative:
The device has not been returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 13.9 mmol/l [250 mg/dl] or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod."